Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 57-year-old female patient underwent a breast surgery with a 300cc mentor siltex round moderate profile saline breast prosthesis and experienced a deflation on the left side post-operatively, which was diagnosed with mammogram. As a result, the patient underwent explantation on (B)(6) 2022.

Manufacturer narrative:
On december 07, 2022, mentor received additional information regarding the date of event and the patient's procedure. The date of event has been updated to october 07, 2022. It was reported the patient underwent a breast augmentation revision procedure. On december 16, 2022, the mentor failure analysis lab has received the device for evaluation. On december 20, 2022, the evaluation for the device was completed. Device evaluation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the sal siltex rnd diap pkg 300cc returned device. Leak testing was performed, according with mentor procedure, and it revealed a tear within an area to siltex cracking on the anterior view, measuring approximately 0.2 cm. The evaluation determined that the cause of the deflation is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).